Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. It is alleged the fracture and dislocation were identified after a fall; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical devices: comp rvrs shldr glnsp +6 36mm cat# 115316 lot# 821910; cr prolong 36mm brng +3 ret cat# 110031420 lot# 64489317. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02385.

Event description:
It was reported that a patient is being considered for a revision at an unknown date due to dislocation and humeral fracture. Surgeon has requested a custom vrs. Attempts have been made and additional information on the reported event is unavailable at this time.